Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during day drain 1/2 of their peritoneal dialysis therapy. Per initial report, the home patient did not connect their transfer set to the patient line of the homechoice cassette prior to startng the initial drain cycle. The machine alarmed and the home patient connected to the setup and attempted to continue with therapy. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.